Manufacturer narrative:
The product was not returned for evaluation. A video was provided. The cartridge preparation and lens loading were not shown. A cartridge tip comes into view as it is inserted into the incision. The lens is not at the parting line. The lens is advanced directly into the eye. There appears to be a small piece of material on the left side posterior surface of the lens. The particle is dislodged with a hook and pulled outside of the eye. The lens is dialed into place and remains implanted. Associated products were not provided. It is unknown if qualified associated products were used. The reported material was observed on the video, the nature and origin of the material cannot be determined from the video review. No determination can be made without physical evaluation of the complaint sample and the removed material. Not enough information was provided by the reporter for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract extraction with intraocular lens (iol) implant procedure, a fiber was found fiber on the lens. The fiber was removed during the initial procedure. Additional information has been requested; however, further information has not been received.